Manufacturer narrative:
Lumenis investigated the reported event by contacting the distributor directly. Attempts by emails have been made to obtain, patient treatment settings, patient information, patient photo. An issue was reported by the distributor. They sent us photos, but didn't provide even s/n of the device and didn't send as any incident forms. Since no essential information was received within period which is determined for reportability, lumenis is reporting this event to the FDA in an 'abundance of caution'. However, this case is non-reportable in canada due to non confirmed information on device status and its s/n nor any incident forms from the customer to the distributor. Should additional significant information become available, the complaint record will be updated accordingly and a follow-up medwatch report will be submitted.

Event description:
Lumenis received an adverse event report on 5 patients who sustained injury following treatment by light sheer duet device. Since the customer didn't send us even one incident form, this issue will be treated in one single complaint.